Event description:
Valve was removed due to structural dysfunction and regurgitation. At product retrieval, a tear was noted between the nca ostia and the sewing ring. The tear was seen in the root area and was not thought to be a suture dehiscence. The device was replaced with no additional pt complication reported.